Event description:
The customer reported that the paramedics were called after having low blood glucose and fainting. The blood glucose reading was 19 or 20mg/dl by the time the paramedics were called. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2013-03336.